Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a chronic total occlusion (cto) in the superficial femoral artery (sfa). The armada 14 was noted to be leaking at the base of the hub during the first inflation. The device was replaced with a new one and the procedure completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents reported for this lot. The investigation was unable to determine a conclusive cause for the leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.